Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had no delivery alarms on the insulin pump. Customer's blood glucose level was 216 mg/dl at the beginning of the call and then after about 55 minutes, it was 326 mg/dl. Customer had done some previous bolusing but was getting no delivery alarms. Customer was not sure about how much insulin she actually received. Customer treated with a manual injection. Troubleshooting was performed and pump passed priming and high pressure tests. Customer was advised to change the entire set, reservoir, and insulin. No further assistance needed.